Manufacturer narrative:
Discordant negative antibody screening reactions for one patient having an anti-fya antibody the ortho vision® max ID-mts¿ analyzers are confirmed to operate as expected. The root cause could not be determined. No product failure was identified. No trends identified no biased result was reported to a physician. No patient was harmed. Mxp2393125. Qerts# 499383. Email address for contact office above is: (B)(6).

Event description:
A customer contacted ortho care on 03nov2021 after observing what was described as discordant negative reaction for antibody screening in indirect antiglobulin test (iat) for one patient using their ortho vision® max ID-mts¿ analyzer. Complainant/complaint reporter: alex benedetto, lab manager. . Awareness date: 03nov2021. Event date(s): (B)(6)2021 and (B)(6)2021. Analyzer(s): ortho vision® max ID-mts¿ analyzers j# 70002041. Software version: 5.12.4. Reagents: 0.8% selectogen for gel lot# vs391 exp. 16nov2021. Mts anti-igg card lot# 062821001-02 exp. 04apr2022. Patient information: no history of an antibody. Female group a positive, with heart failure. One unit of blood transfused on (B)(6) 2021 . Sample ID: (B)(6). Customer reported equipment false negative reaction for antibody screen with 0.8% selectogen lot vs391 exp 16nov2021 and mts anti-igg gel card lot#062821001-02 exp 04apr2022 on (B)(6) 2021. On (B)(6) 2021 customer received a second sample from the same patient and the new sample gave a 1+ antibody screen positive for screening cell# 1. Customer the repeated testing with the original sample tested (B)(6) 2021, and the result for antibody screen for cell #1 was 1+ on ortho vision max and confirmed positive in the other two ortho visions customer had. After antibody ID was performed, anti-fya was identified. Qc passed alba q check q1428211102 and qc342821102 exp 02nov2021. Encrypted sample ID for vision max: (B)(6). On (B)(6) 2021: 1st sample testing 00:55 pm sc# 1 neg; sc#2 neg. On (B)(6) 2021: 2nd sample testing 16:12 pm sc# 1 = 1+; sc#2 neg. Customer sent specimen to a reference lab: anti-fya and anti-jkb were identified . Customer sent images through e-conn for assessment. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed because of the reported events.